Manufacturer narrative:
Device analysis: product analysis could not verify a shaft kink as stated in the complaint description. Prod analysis did reveal a hypotube fracture. The distal section of the delivery device with the stent on the balloon was received and a hypotube fracture was observed. The proximal section with the manifold was not returned for analysis. The returned catheter exhibited a fracture of the hypotube located 118.1 centimeters proximally from the distal tip. Microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. The kinking potentially compromised the strength of the hypotube and contributed to its fracture. The mfg records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the original kink or the subsequent fracture could not be determined. The info available is insufficient to determine a potential root cause.

Event description:
This complaint is now reportable based on the analysis completed on 8/31/2007. It was reported that during a coronary artery drug eluting stenting treatment procedure the shaft of the stent delivery sys was kinked. However, the returned product confirmed a shaft fracture. The target lesion was in the right coronary artery (rca). The physician had selected the 2.5 x 12mm taxus express2 drug eluting stent to treat the target lesion. During introduction it was noticed that the shaft of the stent delivery sys was kinked. The procedure was completed with a different device. There were no pt complications reported with the pt's current condition listed as "good".